Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: cut on cable and leak test failed. Based on the results of the investigation, and since the error message was not confirmed, a probable root cause of the customer's reported malfunction could not be identified. Based on the results of the investigation, the failed leak test was due to a cut on the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a diagnostic cysto turp procedure the camera head had error message when plugged in. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic cysto turp procedure the camera head had error message when plugged in. The procedure was completed using a similar device. There were no reports of patient harm.